Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 09-may-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 96, 122, 97, 126 and 105 mg/dl. The customer¿s expected am fasting blood glucose test result range is 190-202 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer stated he had felt dizzy that morning when he had obtained the blood glucose test result of 96 mg/dl. Customer stated he had drank orange juice and ate candy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The customer's test strips are expired. The test strip lot manufacturer¿s expiration date is 04/29/2021 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history, customer provided the results from his log book: result 1: 96 mg/dl date: (B)(6) 2022 am fasting, result 2: 122 mg/dl date: (B)(6) 2022 am fasting, result 3: 97 mg/dl date: (B)(6) 2022 am fasting, result 4: 126 mg/dl date: (B)(6) 2022 am fasting , result 5: 105 mg/dl date: (B)(6) 2022 am fasting.

Manufacturer narrative:
Sections with additional information as of 12-jul-2022: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-012: product expired.